Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification and revealed the transfer set female connector separated from the light blue main-body with a loose chip present. Functional testing was performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. There is a CAPA open to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer had damaged to the female connector. The female connector was able to be twisted and was not fixed to the mainbody of the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.